Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the customer was unable to perform geometry movements of the frontal c-arm. The fse reviewed the log files and identified that there was missing 15v on the luc boards at startup. It was identified that the extension boards were failing. The fse identified the issue was with the cv rack. The failure analysis performed showed inconclusive evidence of the reported failure. However, the fse replaced the cv rack which resolved the issue. After replacement, the system was returned to use in good working order.

Event description:
It has been reported to philips that the customer was unable to perform geometry movements of the c-arm. No harm has been reported to philips. Philips has started an investigation of this complaint.